Event description:
It was reported that the pt who had stenosis underwent plif at l4/5 to implant interbody spacer. It was reported that one of the implanted devices backed out post op. The pt complained of pain. The surgeon commented that size of the device that he chose for this pt may have been too small.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however a like device catalog# 29405145s, 510k# k033926 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.